Manufacturer narrative:
(B)(4). The actual sample was received. The returned sample could not be evaluated due to residual blood residue after disinfection. Therefore, the complaint was not confirmed, and no root cause could be determined through sample inspection. Haemotronic performed a batch review and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This complaint is the result of a customer contacting baxter. The customer reported it was observed that a blood leak occurred during prefilling. There was no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.